Event description:
The datex ohmeda anesthesia delivery unit (adu) checked out and worked for the first 2 cases. For the 3rd case when the ventilator turned on, ventilation communication error flashed and oxygen supply alarm was not activated per machine. When the ventilator did not function correctly, the patient was returned to hand ventilation and the replacement machine was brought into the room. The patient stable throughout, oxygen saturation's 96 to 100. Biomed traced the problem to a bad spirometry connector on the gas module. Replaced gas module and checked machine and it is working well now. Returned to service.